Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown and seroma.

Event description:
Healthcare professional reported left side "superficial radial folds and a thin band of periprosthetic fluid" and "contracture grade unknown" device remains implanted.